Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a reading of 50 mg/dl compared to a lab result of 200 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. The standard deviation was within specification and no errors were observed during control solution testing. The reading the customer reported was not found in the meter memory.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: it is unknown which meter generated the reported reading of 50 mg/dl, and it is unknown under which conditions the reported reading was obtained. It is unknown if the lab to meter comparison was done within 10 minutes. Additionally, the device manufacture date for the meters provided are unknown.